Event description:
It was reported that there was a revision of a ceramic on ceramic hip. Patient had squeaking and clunking.

Event description:
It was reported that there was a revision of a ceramic on ceramic hip. Patient had squeaking and clunking.

Manufacturer narrative:
The patient is (B)(6). An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.